Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the power supply and thermal board. The cse then ran quality control and the results were within range. The cause of the smoke was due to power supply failure. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported a burning smell and smoke emanating from an advia centaur xp instrument. There were no reports of smoke inhalation or irritation. The customer turned off the system. There were no delays to patient sample testing. There are no known reports of patient intervention or adverse health consequences due to the smoke.